Event description:
It was reported that intermittently the vertical column on the 9900 system has issues with its down motion. It was noted that the down button would have to be pressed several times to get the c-arm to move down. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 24v lift motor power supply. The system was tested and found to be working as intended and placed back into service.